Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition, evaluation found the bending section cover and scope cover were leaking, the distal end cover failed the electrical safety test, the light guide lens was chipped, the scope cover had a sharp edge, the bending section cover adhesive was separated, the bending tube was deformed, the connecting tube was discolored and scratched, the grip unit was scratched, the scope cover was cracked and leaking, the paint of the suction cylinder nut was peeling off, the switch box unit was scratched, the stiffness control ring was scratched, the universal cord was buckled, the plug unit housing was damaged, the angulation of the up/down and right/left knobs was reduced and the knobs had play, and the air/water channel failed the electrical safety test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle of the evis exera iii colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the auxiliary water channel was clogged with foreign material. The channel was clogged with suspected blood. The report is being submitted due to foreign material in the channel found during evaluation.

Event description:
Additional information received from the customer reported the rinse nozzle was clogged with foreign material and there was leakage from the body control unit, which was observed during decontamination. The clog was probably a results of incomplete reprocessing due to a device leak and the customer was afraid of water getting into the device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.